Event description:
It was reported that the patient presented to the emergency room due to complaints of shocking. During output manipulation testing, the patient felt extreme discomfort with pacing. The device remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.